Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6). Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient had the "replace generator soon" message indicating the generator was approaching its end of life service. The ipg logs were assessed and the ipg was not a true eri, the elective replacement indicator message displayed was premature. The device has the appropriate level of battery voltage to provide therapy.